Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (2.75mm x 18mm) to the lcx with 75% stenosis but resistance was encountered and the device could not pass the lesion, when the device was removed the stent was noted to be deformed. The lesion had been pre-dilated.no clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. The hypotube was kinked 52.0cm distal to the strain relief. The distal shaft was kinked 12.5cm distal to the guidewire entry port bond. A number of struts on the proximal 10th and 11th stent segments were partially raised and deformed. The 1st distal segment was slightly deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).